Event description:
A doctor alleged that while an employee was pulling a towelette out from the caviwipes canister, the solution had splashed into her eye.

Manufacturer narrative:
The employee had rinsed her eye with copious amounts of water; however, she was still experiencing irritation. During a follow up phone call on (B)(4) 2013 with the affected employee, it was revealed that she had sought medical attention with a doctor and was given over the counter eye drops (systane) for treatment. The employee confirmed that she is doing fine and has fully recovered. The product involved in the alleged incident was not returned. In addition, no similar complaints were received with regard to this lot.